Event description:
A report was received that a patient was admitted to the hospital due to a dural puncture that occurred during the permanent implant procedure. A blood patch was performed. The event resolved and the patient was discharged from the hospital. The event was deemed to be related to the implant procedure and not the device.